Manufacturer narrative:
(B)(4). The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the clips were dispensed, however the clips were not clamped down. The clips came out of the device open. It is unknown if any clips fell into the patient. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 04/23/2012. Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Asku. Was the clip fully advanced into the jaws prior to firing? Yes. Was there any torque or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? Asku. Were any unexpected noises heard? Asku. Did anything unexpected happen prior to this incident? Unknown. Was the device fired after this incident in or out of the patient? Unknown.